Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient had a stroke and did not recharge the ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.